Event description:
It was reported that the patient developed considerable premature ventricular contractions (pvc) on (B)(6) 2022. The pvcs were responsive to lidocaine. The patient had consistent bloody chest tube output ~50-60 ml/hr. There were multiple pulsatility index (pi) and low flow events. A transesophageal echocardiogram (tee) was performed and revealed concerns for right heart failure and cardiac tamponade. The patient had a severely dilated and dysfunctional right ventricle with significant septal bowing to the left side indicating an imminent suction event. A revisionary sternotomy was performed to remove a large volume hematoma anterior to the right ventricle. There was no active bleeding. Additional information revealed that the patient received 2 units of packed red blood cells (prbcs) during revisionary surgery. The postoperative diagnosis was tamponade.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported cardiac arrhythmia, bleeding, right heart failure, and cardiac tamponade could not be conclusively established through this investigation. The cause of the alarms was not identified. A device related issue was not identified in relation to the event. The patient right ventricle (rv) function remains moderately to severely decreased. The patient was stable and remains hospitalized receiving routine post op care. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, pericardial fluid collection, right heart failure, and bleeding as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.